Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an inpatient check several noise episodes due to rv lead noise was observed. Short periods of inhibition was occurring during these episodes. Patient is pacing dependent; programing changes were made and the patient will continue to be monitored. Patient is stable.